Event description:
It was reported that (1) sw100 and (5) sw110 devices were used during a laparoscopic nissen fundoplication procedure. It was reported by the rep that the surgeon was only present for the end of the case. The surgeon stated that when he pressed the knot deployment lever, the knot looked fine, however, it slipped. The surgeon reloaded the suture assistant. Fired it again with the same results. Finally, they used another lot#(didn't mention) for the instrument and reloaded. It is unknown how the case was completed. There was extended o.r. Time for about 2-3 minutes. There was no consequence to the pt.